Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. However, there were no visual defects noted on the returned catheter. The evaluation found no blockage in the drainage lumen. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The sample was sent for a flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine out flow observed after insertion at the high care unit (hcu). The catheter was replaced with another catheter, and urine out flow was confirmed with no difficulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine out flow observed after insertion at the high care unit (hcu). The catheter was replaced with another catheter, and urine out flow was confirmed with no difficulty.